Event description:
It was reported the patient complained her hands were "cold and numb." The patient had the sensation whether or not the stimulator was turned on. The patient was seen by a physician. A CT scan was ordered. The CT scan revealed pressure on the spinal cord. Positioning difficulties was reported. The device system was explanted in order to obtain a MRI scan. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.